Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire tip separation/medical intervention. Device issue: guide wire tip separation. It was reported that the tip of the guide wire broke off in the pt's anatomy. A snare device was used and the separated guide wire tip was removed from the pt. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - historical data shows that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described.